Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 45 mg/dl. Customer blood glucose was 117 mg/dl. Customer declined troubleshoot for low blood level. The customer did not receive a change sensor alert after a calibration not accepted. The insulin pump will be returned for analysis.